Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a steam pop occurred. A blazer open-irrigated ablation catheter was selected for use; however, a steam pop was noted. No further patient complications reported.